Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the download was stopped on the devices. A technical support specialist updated to auto start windows time settings, and the time was corrected on all 8 devices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es download was stopped on the devices. The customer stated that the malfunction occurred during the user issuing medication to patient. However, there were no adverse events or injuries reported based on this incident.